Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the cause appears to be use related. One 6.6 fr s/l broviac catheter was returned for investigation. The catheter was received in two segments. The catheter extended 15.4cm from the distal end of the surecuff. Residue was observed on the clamp and luer adaptor. The printing was not worn from the clamping oversleeve. A suture was tied around the catheter approximately 3cm proximal to the cuff. A c-shaped split was observed 3.5cm distal to the cuff. Under microscopic magnification, the split surfaces of the catheter were smooth and granular. The characteristics of the split are consistent with a rupture due to overpressurization. The cross section at the distal end of the catheter exhibited a glossy and striated surface, which is indicative of a cut made with a sharp instrument and is believed to be the location where the catheter was trimmed to length. Functional testing revealed that the lumen was patent to infusion, but a leak was observed in the tubing at the c-shaped split. It was reported that four months after insertion, there was pain, and resistance was noted during injection. To help maintain catheter patency, flushing frequencies from once daily to once weekly have been found to be effective when the catheter is not in use. Flush with heparin after IV administration of total parenteral nutrition, IV fluids, or after medications. For frequently accessed catheters (accessed at least every 8 hours), flushing with 10 ml of sterile saline without heparin between infusions has been found to be effective. Caution: do not use a syringe smaller than 10 ml to flush or confirm patency. Small syringes can generate very high internal pressures with very little force. The back pressure from an occlusion may not be felt when using a small syringe until damage to the catheter has occurred. A thrombolytic solution may be used to declot the catheter if the lumen is occluded. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of huzk1207 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a rupture in the catheter occurred. On 10/10/2016 ¿ additional information received from facility: the hickman catheter was placed in a (B)(6) boy in the vena jugularis on (B)(6) 2016. During injecting on (B)(6) 2016 there was pain. Facility reported that the injection did not go well as there was some resistance. They stopped the infusion and looked on rx which showed that the position of the tip was good. With the contrast, they reported seeing a rupture which looked to only be in the intern layer. On (B)(6) 2016, the catheter was removed and replaced.